Event description:
The roi-c peek fractured during the cage insertion process. A new implant was used to complete the operation.

Manufacturer narrative:
Corrected information in d9 and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. Medical records were not provided for review. Device evaluation: per visual inspection, the cage has fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to hard bone, plates being off-angle during impaction or other patient or operational conditions. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The roi-c peek fractured during the cage insertion process. A new implant was used to complete the operation.